Event description:
It was reported that medical device that had been cleaned in a cu prod contained residual gluteraldehyde. There was no adverse pt outcome.

Manufacturer narrative:
Upon investigation, it was determined that an adapter for the air/water and suction valve openings were not being completely sealed by the device operator. This was due to the device operator was improperly using non-OEM components in the cleaning process. The unit was returned to specs and the device users were retrained on proper device use and procedures.